Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose over 600mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a manual prime test and the insulin did exit. The customer mentioned that she traveled a week ago and did not adjust the time. The basal rates and bolus wizard settings were correct. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device had a scratched display, cracked at the screen window corner, and cracked reservoir tube.